Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the identified photos brown particles in fill channel, crease fold, wear abrasion and possible opening shell however cannot be confirmed due to photo quality. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation on left side. The device has been explanted.